Event description:
It was reported that a motor stall occurred following an MRI and was noted in event logs with no recovery. Patient had been away from MRI for 20-30 mins. Healthcare provider had also tried to update the pump to start it. It was also added that no one had heard the pump audibly alarm due to this. Drug delivered via the device was dilaudid. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).